Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet pump, resulting in a cracked and unusable screen and subsequent difficulty using the device. Symptoms included no injury. Outcomes included interruption of therapy requiring device replacement and planned return of the damaged unit. Investigation included customer interview and assessment of use conditions. Investigation of this case revealed physical damage to the display assembly consistent with accidental drop impact and a resulting usability failure of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from impact.